Event description:
It was reported that the patient diagnosed with flatback syndrome underwent surgery for l3 osteotomy and t10-s1 posterior spinal fusion. Approximately 9 1/2 months post-op, the patient underwent a revision surgery due to pseudoarthrosis and fractured rods for replacement of rods, re-closure of osteotomy, and re-graft.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.